Manufacturer narrative:
The reported event of backup vvi was confirmed. Analysis of device image indicated that backup occurred on (B)(6) 2019 due to reset errors within the xena ic. Further testing was performed, including cold temperature soak at -5°c for 1 hour to stress the device, and back up condition was reproduced. This malfunction is consistent with a xena ic cold temperature sensitivity.

Event description:
It was reported that a patient presented to the hospital on 19 mar 2021 for an implant procedure. During the procedure, it was noted that the pacemaker was found in backup vvi mode prior to implantation. A new pacemaker was used and implanted successfully. There were no patient consequences.